Event description:
A malfunction alarm identified as malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and to contact support if any further malfunction codes appeared.